Event description:
The customer called to report the insulin pump shutting off and frequent low battery alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. Unable to perform the displacement test due to the blank display.